Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. There was a trauma from a skateboarding fall in (B)(6) 2021. In addition, it was reported that the user had bacterial meningitis in (B)(6) 2020.

Event description:
In situ testing showed affected channels, however there was no decrease in hearing performance reported. There was a trauma from a skateboarding fall in (B)(6) 2021. In addition, it was reported that the user had bacterial meningitis in (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma in 2021 appears likely. In addition, an episode of post-operative meningitis occurred two years after implantation in 2020, from which the recipient recovered. A review of the device's sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of possible infection. To determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, an episode of post-operative meningitis occurred two years after implantation in (B)(6) 2020, from which the recipient recovered. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of possible infection. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In situ testing showed affected channels, however, there was no decrease in hearing performance with the device reported. There was a trauma from a skateboarding fall in (B)(6) 2021. In addition, it was reported that the user had bacterial meningitis in (B)(6) 2020. The user has been re-implanted.

Event description:
In situ testing shows affected channels, however there was no decrease in hearing performance reported. There was a trauma from a skateboarding fall in (B)(6) 2021. In addition, it was reported that the user had bacterial meningitis in (B)(6) 2020. A surgery is scheduled for (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma in 2021 appears likely. In addition, an episode of post-operative meningitis occurred two years after implantation in 2020, from which the recipient recovered. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of possible infection. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2023.